Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. Both leads are reported since it is not known which lead was replaced. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number :1627487-2020-30662. It was reported patient experienced ineffective therapy and diagnostics revealed high impedances. To address the issue patient underwent surgical intervention wherein one lead was replaced. Post operatively effective therapy was restored.